Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that 2 months after dental implant was installed in intraoral region #24, its non-osseointegration was observed. Greater than 32 ncm of primary stability was achieved and the implant was installed without immediately load.the patient presented bone type IV.